Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was not properly seated. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. Therefore, this complaint is not confirmed to use as the sensor plug was not seated correctly. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error message of ¿scan again in 60 minutes¿ a day after applying the adc freestyle libre 2 sensor. As a result, the customer experienced symptoms described as ¿sweating profusely¿ and a loss of consciousness and was unable to self-treat. The customer rushed to the ER where a laboratory result of 28 mg/dl was obtained and the customer was provided orange juice and peanut butter crackers for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error message of ¿scan again in 60 minutes¿ a day after applying the adc freestyle libre 2 sensor. As a result, the customer experienced symptoms described as ¿sweating profusely¿ and a loss of consciousness and was unable to self-treat. The customer rushed to the ER where a laboratory result of 28 mg/dl was obtained and the customer was provided orange juice and peanut butter crackers for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.